Event description:
Caller reported that there was damage to the pump housing and usb port, which affected the ability to charge the pump. Blood glucose level was not reported, but no adverse impact was indicated. Technical support arranged for a replacement pump to be sent and advised the caller on necessary actions, including using multiple daily injections (mdi) as backup therapy and returning the faulty pump to tandem. The caller understood and acknowledged the instructions provided by technical support.